Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the day after the device was placed the medical technologist confirmed reverse blood flow from the arterial lumen, but not from the venous lumen. A few seconds later s/he applied negative pressure with a 10cc syringe in order to confirm reverse blood flow, bleeding from the catheter insertion site was observed. The amount of bleeding seemed to be proportional to the intensity of negative pressure. Bleeding stopped under no negative pressure. When s/he applied negative pressure again after a while, s/he was able to confirm slight reverse blood flow. Dialysis was started with qb of 200ml/m and there was no problem. It is alleged that when applying negative pressure with the syringe to an occluded catheter, the occluded lumen will collapse, creating space between the vessel and the catheter. This space results in bleeding.